Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss) and the patient was experiencing thumping in their chest. The rv impedance was noted to be less than 100 ohms. The patient appeared to be pacemaker dependent and the threshold was 1.5 v. The lss was reset and the lead was reprogrammed to bipolar and the patient's symptoms resolved. Boston scientific technical services (ts) advised checking for noise that is reproducible on the lead and to consider getting a chest x-ray to determine a lead issue. A revision was performed and this lead was surgically capped and abandoned. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead had also exhibited loss of capture and there was an apparent subclavian crush noted on the lead during the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.